Event description:
The pt in not a known diabetic. The pt passed out at work and was brought to the emergency room. The pt was showing signs of hypoglycemia, clammy and disphoretic. The hosp professional tested the pts blood glucose on suspect device and it was 38 mg/dl. An IV line was started and the a lab draw was done. The pt was then treated with glucose via IV line. The lab results came back 1 h r later and result was 80 mg/dl. Glucose controls were run and within specifications.